Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 6 months due to high gradients and stenosis. The patient presented with symptoms of heart failure/low ef. Tavr was successfully performed with a 23mm 9755rsl valve; surgical valve post dilated fracture with a 22mm true balloon. The patient was in stable condition post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2, h6: (component code, investigation findings, investigation conclusions). The complaint is unable to be confirmed as there was no returned product for evaluation or relevant records. There is no evidence to suggest an edwards manufacturing defect a pra is not required. A CAPA/scar is not required. Root cause analysis: per the event description, it was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 6 months due to high gradients and stenosis. The patient presented with symptoms of heart failure/low ef. Tavr was successfully performed with a 23mm 9755rsl valve; surgical valve post dilated fracture with a 22mm true balloon. The patient was in stable condition post procedure. This is a 66-year-old female with a history of s/p avr (B)(6) 2017, htn, hld, and diabetes mellitus. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. Based on the information available, patient factors including hld and dm contributed to the complaint event. An edwards defect has not been confirmed.